Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the side door switch was required to be replaced. After replacement, the upper door switch was adjusted. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis. Other relevant device(s) are: product ID: b i71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the door open sensor is intermittently malfunctioning. It was reported that when the system is hugged closed, the indicator will turn off. There was no patient present when this issue occurred.